Manufacturer narrative:
A field service engineer performed testing and investigation at the use facility. During testing, it was noted that the device distal pressure sensor pin was missing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device distal pressure sensor pin was missing. The device was returned to the biomedical department with an unsigned note that stated, "damaged mechanism". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.